Event description:
It was reported during ablation treatment procedure, cardiac tamponade occurred. The blzr prime xp 7-110-2.5-8-10 std was used in the right atrial (ra) isthmus ablation treatment procedure. Maestro was set at 70w/60. During the procedure the patient complaint of discomfort, then the blood pressure was decreased. The cardiac tamponade was found by echo. The procedure was stopped. The catheter was removed from the patient. The drainage tube was inserted to drain the fluid. The "pop-off" did not occur. The procedure was not completed. The patients' condition is reported to be good.

Manufacturer narrative:
Age at time of event - 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).